Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous posterior descending artery of right coronary artery (rca) and anterior ventricles of rca. A 10/2.00 flextome¿ cutting balloon¿ was selected for use. During procedure, upon second inflation, it was noted that the balloon ruptured. The ruptured balloon was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.